Manufacturer narrative:
Complaint sample was evaluated and the reported event was not confirmed. Articulation kit is returned for evaluation. A functional check was performed with the articulation kit using sample implants and instruments. Provided photos show that the articulation kit assembled with ulna and humeral stem as intended and that the screw seated as intended. Photos also show that the articulation kit flushed with the humeral stem. Product identifier dimensions were taken and are within specification. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Therapy date: (B)(6) 2017. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. New information date: july 13, 2017. Implanted: (B)(4).

Manufacturer narrative:
(B)(4). Therapy date: (B)(6) 2017. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the surgeon was not able to articulate a ulna component with a humeral component so another kit was used. There were something issues with an articulation kit but not sure which parts had an issue.